Event description:
Complainant alleged that the medics were responding to a call for a collapsed pt (age unknown). The medics began to monitor the pt's heart rhythm, but they were unable to clip the pt's hairy chest prior to applying the stat pad multi-function electrodes (lot number unknown). The pt was presenting an asystolic heart rhythm. The medics performed CPR on the pt. They then began to defibrillate the pt, at some point during defibrillation, the pads arced. The medics obtained another device and applied fresh electrodes to the pt's chest and continued defibrillation. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction, as the pt's heart rhythm was asystolic throughout the treatment. The complainant reported that the used electrodes were inadvertently discarded subsequent to the event. Please reference the stat pad multi-function cable package insert which warns the user "do not conduct chest compressions through the pads. Doing so may cause damage to the pads that could lead to the possibility of arcing and skin burns." The package insert also warns the user that "excessive hair can inhibit poor coupling (contact), which can lead to the possibility of arcing and skin burns. Clip excess hair prior to pad application."